Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model 3n, part number (p/n) 10160-010, serial number (s/n) (B)(6)] was involved in a patient incident during an oesophago-gastro-duodenoscopy (ogd) and a colonoscopy. The apc/esu system was used with an erbe fiapc probe [p/n 20132-221, lot number (l/n) 228235]. No other information was provided regarding any other accessory. Per the report, a perforation occurred in the large intestine. As a result, the patient passed away 4 days later.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested (note: the erbe fiapc probe was not made available for investigation). A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. The chronological data at the time of the procedure stored in the esu was reviewed. The activations were typical in terms of duration and energy output. No notable warnings or error messages were logged. Finally, no anomalies were found in the device history records (dhrs) for the esu, apc, and fiapc probe. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information, there are most likely many factors involved in the reported incident (i.e., the patient disease state, user technique, etc.). In conclusion, no determination could be made as to the cause or cause(s) of the incident. Erbe USA is closing the file on this event.